Event description:
The pt ((B)(6)) was implanted with an ipg on (B)(6) 2011. It was reported a keloid has formed on the skin over the ipg pocket. The physician suspects the formation is due to suturing performed during the implant procedure. No further pt complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.